Event description:
It was reported that the patient went in for an implantable neurostimulator (ins) replacement the day of this report. The patient li ved in a nursing home and they did not maintain charging; the intent was to replace the ins with a primary device. Upon opening the pocket, the surgeon found the pocket filled with a milky calcification fluid that coated the back of the ins and infiltrated part of the connector block. There was also a hard crusty calcification around the ins, but only on the back side of it and not on the front side where the recharging coil is. Pathology was called and they stated there was not an infection and a gram stain was negative. There was no inflammation. The doctor was able to clean out all of the calcification and the pocket was noted to look healthy. The lead and extension were tested for efficacy and they decided to leave the lead and extension in and capped them off. The new ins was not implanted as they wanted to determine the cause of the existing pocket issue. A possible allergic reaction to the ins was discussed. It was noted that, at the patient¿s pre-op a couple weeks prior to this report, there was pulling in the pocket site in her buttocks. This had not been reported to anyone previously and they were not sure if it was related. The ins was not going to be sent in at the time as they needed to evaluate. Additional information received the following day reported that the patient was going to have an MRI of the head/brain. Compatibility guidelines were summarized. The MRI was stated to not be related to the device. It was stated that an MRI was cleared for no transmitter but remaining leads and that shielding was recommended. Additional information received the same day reported that the patient had gone back to the hospital following the explant with questionable mental changes. The facility did not have a t/r head coil for the MRI. It was reviewed that shielding for not transmitter with remaining leads was out of the manufacturer¿s labeling. Follow-up determined that several attempts to jump start the device due to it not having been charged at the nursing home had been made but were unsuccessful. Follow-up determined that the ins was received by the manufacturer representative and was going to be returned for analysis. It was noted that no metal allergy test was going to be performed on the patient and the physician was not going to proceed with the implant of the non-rechargeable device. It was confirmed that the ins had been received for analysis. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 399945, lot# j0555524v, implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 377660, lot# v003624, implanted: (B)(6) 2007, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.